Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors but they found motor power supply voltage error detected. Customer's blood glucose value was 147 mg/dl. Customer reports they were unable to clear the alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 41 and pump error 53 found in the device history. Problem isolated to electronic assemblies. Device received with corroded battery tube.